Event description:
It was reported that 6 bd vacutainer® sst¿ blood collection tubes contained embedded foreign matter. There was no report of patient impact.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 24-jun-2024. H.6. Investigation summary: bd received 6 samples and 4 photos for investigation. The photos and the customer samples were evaluated by visual examination and the indicated failure mode for embedded foreign matter in addition to foreign matter-unknown with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode embedded foreign matter and foreign matter-unknown. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). G5. Multiple 510(k): bk050036, k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd vacutainer® sst¿ blood collection tubes contained embedded foreign matter. There was no report of patient impact.